Event description:
This is the first of two reports from the same facility. This report involved the console that was being used when the incident occurred. A cusa excel console 220v ac with footswitch (cusaexcel8) was involved when a surgeon experienced a minor burn. The burn was described as; "it left a red mark." Additional clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.